Event description:
Report received of the device failing to alarm for air-in-line during routine checking of the pump. The reporter stated that an empty tubing set was placed in the pump and settings were programmed in. When the pump was set to run, reportedly the display screen was noted to be incrementing as if fluid was being delivered, however, the pump did not detect the air-in-line. The reporter stated that the pump was tested a second time by another biomed technician. The bag was spiked, the spike was removed from the bag to allow air in the line, and the pump was set to run. The display screen again reportedly was incrementing as if fluid was being delivered, but an air-in-line alarm never occurred. The air-in-line sensitivity setting was not reported. There were no reported adverse events while the device was in clinical use. Although requested, no additional information was available.